Event description:
A pt was admitted for a cystoscopy, right ureteral stent removal and right ureteral stone extraction. The physician was testing the equipment before using it on the pt. The gemini 3 wire, paired wire helical stone retrieval basket, did not work properly. Another basket was opened and the procedure was completed.